Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible alarm tone. At 1205, line a of the device was programmed in the dose calculation mode to deliver an unspecified concentration of dopamine, with a dose of 5mcg/kg/min, at a rate of 14.1ml/hr, and the delivery was started. No further programming parameters were provided. At 1230, the pump was found powered off. No audible alarm tone was reported. Reportedly, line a delivered for approximately 5-10 minutes prior to the power loss. There were no reported adverse patient effects. No medical interventions were required. The device was removed from clinical service. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.